Event description:
The manufacturer's representative reported that the device was explanted after an implant duration of 5 months as the "pump was not working". The rep reported that the pump only worked as short time after replacement 5 months ago. The patient felt "withdrawal" from pain medication. Specific symptoms and drug in pump were not reported. Indium and rotor studies were performed and pump "failed". During surgery, the catheter was noted to be pulled out of the intrathecal space. Pump and catheter were replaced. Final patient outcome was not reported. Same report as manufacturer's report #: 6000030200602056.

Manufacturer narrative:
H6 - the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.